Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The picture showed a device with a damaged jaw. The jaw overmold insulation was separated from the jaw. The reported condition was confirmed. Without the device, pmv could not determine what caused the reported issue of the complaint. The investigation could not determine the root cause of the customer's report based on the picture sample sent. The customer is advised to return the device to pmv, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's insulation of the jaw was separated but still attached and nothing fully disengaged. There was no patient involvement.